Manufacturer narrative:
(B)(4)

Event description:
A pt had lost therapeutic effect following a car accident. Stimulation was felt in the same location following the accident, however, the pt's original pain had returned. The pt programmer and recharger were in working order with no issues noted. A consultation with a physician was scheduled for (B)(6)2010. The pt's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a f/u report as it becomes available.